Manufacturer narrative:
E: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen connection tube has broken. It was reported that there was no patient harm, but patient involvement was unknown at the time the issue was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Oxygen connection tube needs replacing, ordering a part and scheduled onsite service for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Resolution and disposition are pending: investigation ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the oxygen connection tube has broken. It was reported that there was no patient harm, but patient involvement was unknown at the time the issue was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Oxygen connection tube needs replacing, ordering a part and scheduled onsite service for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the o2 tubing to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.